Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
One (B) (6) 2010, the lay user/pt contacted lifescan alleging that the one touch ultra mini meter displayed the battery indicator icon. The medical surveillance specialist (mss) classified this complaint based on customer service rep (csr) documentation. The pt said the issue started on (B) (6) at 8 am. She said she did not take any action regarding management of diabetes due to the issue. She said that 5 hours after the issue began, she felt symptoms of sweating, dry mouth, and tremors, symptoms she says are indicative of hyperglycemia for her. She says she developed those symptoms because she was not able to test. The pt denied receiving any treatment. She says she has an adjustable insulin regime. According to the troubleshooting performed with customer service, there was no misuse of the product. The batteries did not need to be replaced. This complaint is being reported because the pt said the meter displayed a battery indicator icon, was not able to test her blood sugar, and suffered symptoms that may be indicative of hyperglycemia.